Manufacturer narrative:
Correction to g2. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. There was no image due to a faulty power supply unit. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed no image. The issue occurred during preparation for use for a diagnostic, bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.